Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an allergic reaction from the ucor hfams patch. The patient described the area as a branding sensation, purple bruising, rash, bleeding, burning, dizziness, lightheadedness under the patch adhesive. The patient reported a known allergy to medical adhesive. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the reaction and prescribed a medication. The outcome of the reaction is unknown.